Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-502; lot# mpms. Triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# msdaa. Triathlon asymmetric x3 patella; cat# 5551-g-320; lot# 8rw0. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Infected right knee. Implants removed.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicate all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot & sterile lot referenced. Conclusions: the source of the infection could not be determined as the product was not returned for evaluation and patient information, clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Infected right knee. Implants removed.